Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller was guided through this process. After the pump reset, the cgm error code did not appear again, allowing the caller to successfully start their sensor session.